Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm diameter and vessel morphology is unknown. It was reported that the pt was evaluated at 10 days prior to the onset of back pain and that the aneurysm was stable with no detectable endoleaks. It was reported that computerized axial tomography in 2003 demonstrated proximal portion of the stent graft was not sealed at the infrarenal position and the aneurysm had also increased in size substantially. The pt was taken emergently to the operating room. The physician observed that the aneurx stent graft was floating freely in the aortic section of the graft and was well apparent in the iliacs. It was reported the physician sewed a 18 x 9 gore-tex graft in the infrarenal position and then sewed it end-to-end to the distal common iliac artery on the right and a common wall which he created between the internal and external iliacs on the left. The device was discarded by the user facility. No add'l sequelae were reported and the pt was sent to the intensive care unit to recover.